Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for spinal pain. It was reported the patient's pump and catheter were replaced on (B)(6) 2020. Two weeks later, the incision started bleeding and the healthcare professional (hcp) said it was just from the clots and hematomas they have had, and the other incisions were fine, but the patient continued to bleed from that left side incision. The patient stated they went to their 4-week post-op appointment and told the hcp "it's not clotty material any longer, it's more pus and there are holes in the incision". The patient stated their hcp gave her some "honey stuff to put on it and told me to come back in 2 weeks, but my pentec nurse told me to go to the emergency room (ER) because it's infected". The patient went to the ER and they "said yes, this is a surgical wound infection and they started me on antibiotics". The patient stated that they have 9 days before their pump will go empty and needed to find a hcp to refill it. The patient stated their current hcp told her "well we will just keep on reducing your meds, but you will probably just have to have this pump taken out and you might not be able to have a pump". The patient was upset because they have had a pump for "ten years and I need it, and I think I need to find a new doctor". The patient stated their current hcp was not helping and wanted to either contact a manufacturer representative (rep) or find a new hcp. The patient was provided with hcp listings.